Event description:
A report was received that the patient's paddle lead was explanted due to an infection at the back of the patient's neck caused by lead migration. The patient's symptoms included oozing and redness. The physician believes the infection was procedure related. The patient was given oral antibiotics and was reportedly doing well.

Manufacturer narrative:
Visual inspection revealed the lead was cut approximately 17 inches from the paddle end. The proximal end of the paddle lead was not returned. The damage to the device is consistent with damages during explant procedure and is not considered a failure. No complaints about the functionality of this device were reported. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient's paddle lead was explanted due to an infection at the back of the patient's neck caused by lead migration. The patient's symptoms included oozing and redness. The physician believes the infection was procedure related. The patient was given oral antibiotics and was reportedly doing well.